Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with a headache, nausea and polydipsia associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated that the battery cap came off while the patient was sleeping. The patient stated that the battery compartment threads were stripped and the battery cap was unable to be tightened. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged intermittent power issue.